Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-51062. It was reported that the patient presented to the clinic during remote follow-up. Upon review, noise oversensing was detected on the right atrial lead and left ventricular lead.